Manufacturer narrative:
The pump was received with insulin pump error alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.